Event description:
(B)(4).

Manufacturer narrative:
The customer did his own trouble shooting and found the power supply to be the issue. Sending the a power supply to the customer. Requested for the defective part to be returned for failure investigation.

Manufacturer narrative:
The customer stated that the central monitoring system (cns)station tower made a loud pop then powered off. A burnt electronics smell came from the tower. The customer did his own trouble shooting and found the power supply to be the issue. A power supply has been sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.